Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the consumer regarding a patient receiving targeted drug delivery for chronic pain. The system was delivering morphine "100mg." The dose and lot number were unknown. It was noted that therapy was "never used, developed an infection, and was in hospital for three weeks." Both the pump and catheter were removed. The infection occurred at the first injection of morphine. The patient was never able to use (a month after installed). While getting injections, they "missed the filler circle and scratched the metal and started infection in 3 days." The patient had a blue line going from their stomach around to their spine. They had the system removed after 17 days in the hospital trying to cure infection.

Manufacturer narrative:
(B)(4).

Event description:
The cause of the refill difficulties was unknown. Follow up was conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer regarding a patient receiving intrathecal therapy. Drug information on the medication being delivered by the system was unknown. The indications for us were non-malignant pain and failed back surgery syndrome. The patient developed an infection and had their unit removed. They "never used it." Follow up was conducted regarding the medication in the pump, device removed, when the infection occurred, the circumstances that led to the infection, and additional symptoms. If additional information becomes available, the event will be updated.